Event description:
Philips received a complaint by the customer on the v60 indicating that the rubber feet screws are faulty. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the rubber feet screws are faulty. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
It was reported that the rubber feet screws are faulty. It was confirmed that the rubber foot was on the rear right side was loose. A field service engineer (fse) attached a foot retention plate to allow the customer to fasten the rubber feet as well as mount and dismount. The fse attached a foot retention plate to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.